Event description:
It was reported that after a laparoscopic left salpingoophorectomy procedure, the surgeon noted that two hands were needed to get the instrument closed. Once closed and fired, the site was inspected for hemostasis. The device was very hard to open. In post op, the patient had abdominal distention and pain. An unformed staple had pierced the small bowel and caused it to become obstructed. The patient spent several additional days in the hospital.